Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y3fe, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, (B)(4), ubd: (B)(6) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by healthcare professional (hcp) that they were informed by the radiologist that patient had a fractured lead. X-ray was from (B)(6) 2016. No symptoms reported. No further complications were reported or anticipated.